Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date.

Event description:
A company representative informed of a system message related to energy being displayed during a treatment at a customer facility. The treatment was cancelled at 3%. Additional information was provided by the surgeon. Patient outcome was unknown. There was no need of patient hospitalization or medication treatment. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: no sample was returned for evaluation. At the visit on site the field service engineer (=fse) could not duplicate the reported issue but identified that one hour passed between the energy check and the treatment. The customer was advised to perform an energy check before each patient, as indicated in the user manual. The fse simulated two treatments an the device worked as intended without any issue. The user manual indicates that laser energy is one of the most important parameters for a successful treatment and instructs users to perform this calibration procedure before very treatment or if the last calibration occurred more than 30 minutes ago . The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer¿s acceptance criteria. The root cause was the user omitting to perform the energy check not more than 30 minutes before the treatment.